Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the handle was received in good condition with a completely depleted battery. It was reported that the screen displayed a power handle error. The reported issue was confirmed. The most likely cause could not be established from the information available. During the investigation a condition of vented battery was detected. This condition has a potential for patient harm. Visual inspection of the opened handle found one battery cell vented, wet with electrolytic fluid. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. The root cause of the observed vented battery cell was determined to be due to a component degradation. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. Device battery management enhancements have been implemented to extend battery life and enhance battery health monitoring. The evaluation detected an unreported condition: the system logs were evaluated and it was determined that there was a one wire error which caused the device to be set to have 0 remaining uses. The one-wire data corruption may occur when a read or write communication to the one-wire device is interrupted. The root cause for the interruption in communication could not be established. To minimize the impact of these interruptions, a software enhancement was implemented in the signia power handle software. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during servicing, handle error was displayed after software was upgraded. There was no patient involvement.